Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed a high out of range shock impedance measurement in triad configuration. In single coil configuration the measurement was within acceptable measurements. The physician decided to program shock therapy in single coil configuration. This is a recent implant and was thought to be a possible connection issue. No adverse patient effects were reported.